Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). You must resume delivery to continue therapy. The t:slim g4 pump user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. Select resume insulin to continue therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 391 mg/dl. The customer took a 5 unit bolus. During troubleshooting with tandem technical support, review of the pump data revealed that an auto-off alarm was received and the customer cleared the alarm but did not resume insulin. Subsequently, a resume pump alarm was received. The customer did not resume insulin until approximately 2.5 hours later. Tandem technical support reviewed the auto-off and resume pump features with the customer. The customer acknowledged that the elevated bg level was due to not receiving insulin for 2.5 hours because customer had not resumed insulin.